Manufacturer narrative:
Citation: de paepe et al. Transcatheter aortic valve implantation versus sutureless aortic valve replacement: a single-centre cost analysis. Acta cardiol. 2024 feb;79(1):30-40. Doi: 10.1080/00015385.2023.2268441. Epub 2023 oct 26. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding cost analysis of transcatheter aortic valve implantation (tavi) versus sutureless aortic valve replacement.  The study population included 268 patients who were predominantly male.  Devices from multiple manufacturers were implanted in the study population; medtronic devices referenced included corevalve and evolut pro bioprosthetic valves.  Two deaths occurred in the study population due to intra-procedural left ventricular free wall perforation and pericardial tamponade at one week post-implant; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients, adverse events included: valve migration, bleeding complication, arrhythmia requiring permanent pacemaker implant, ischemic stroke, and tamponade.  No further information was provided pertaining to medtronic products.